Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix in the retracted position clogged with blood and tissue. An x-ray revealed that the inner coil inside the connector region was over-torqued consistent with procedural damage. After cleaning the blood and tissue from the helix and applying torque to the inner coil, the helix could be successfully extended and retracted. The full measured helix extension length was within required performance specification. The cause of the reported event was isolated to the helix being clogged with blood and tissue and over-torque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The customer alleged that the lead experienced an unspecified issue. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the helix of the right atrial (ra) lead was unable to be extended during an implant procedure. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.